Manufacturer narrative:
As reported in a research article, conservative management of left ventricular pseudoaneurysm after transfemoral transcatheter aortic valve implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: conservative management of left ventricular pseudoaneurysm after transfemoral transcatheter aortic valve implantation.

Event description:
The article, "conservative management of left ventricular pseudoaneurysm after transfemoral transcatheter aortic valve implantation", was reviewed. The article presented a case study of a 78-year-old male patient with hypertension, diabetes mellitus, an prior coronary artery bypass graft surgery. It was reported that on an unknown date, a 27mm portico valve was chosen for implant. The post-operative course was uneventful and the patient was discharged two days later. It was then reported eight days post-procedure, the patient presented with dyspnea and palpitations. A electrocardiogram revealed monomorphic ventricular tachycardia with a blood pressure of 100/60 mmhg. The patient was administered intravenous amiodarone for sustained ventricular tachycardia and subsequently transferred to intensive care unit (ICU) for close observation. The patient did not experience any repeated episodes of ventricular arrhythmia. An implantable cardioverter-defibrillator was subsequently implanted before the patient was discharged. [The primary and corresponding author was belma kalayci, department of cardiology, ankara etlik city hospital, ankara, türkiye, with corresponding email: drbelma@hotmail.com].